Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during an initial tha, the g7 cup inserter handle engagement threads sheered off during normal use. No adverse events have been reported due to this malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed with product return. Visual inspection confirmed the threaded tip of the inserter to be fractured. The fracture is such that part of the face of the tip remains on the inserter. The strike plate exhibits impact marks and scratches consistent with a multiple use instrument. The shaft is scratched and scuffed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.